Manufacturer narrative:
Concomitant device(s): 300-62-02 - stemless humeral comp integrip, cage, size 2: (B)(6). 310-60-53 - stemless humeral head extra short, 53mm (beta): (B)(6).

Event description:
Approximately 5 year(s), 7 month(s) and 15 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient presented with glenoid loosening, disassociation of poly. The patient underwent a standard total revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening and/or disassembly. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.